Event description:
Customer stated that her blood glucose levels (bg) were elevated and she did not think her bg was coming down fast enough. Her bg ranged between 373-477 mg/dl. Her bg had come down to 438 mg/dl, but she did not think this happened fast enough. She was able to start a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.